Event description:
During a surgical procedure the ceramic tip broke inside the pt. All pieces were removed without any harm to the pt. The procedure was completed successfully.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.